Event description:
The company received a report where it was claimed that the tube was found with holes during pt use. The caller reported that the pt was extubated and reintubated with a replacement tube. This report is associated to a second occurrence reported on MFR# 2936999-2011-00631 / (B)(4).

Manufacturer narrative:
The sample associated to this report is currently in transit ot the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.